Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump intermittently did not enunciate high blood glucose alerts as intended. The customer¿s blood glucose level was 495 mg/dl. Reportedly, the customer resumed insulin therapy.